Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted. It was reported that the device declared eri due to extended charge time. The device was replaced without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.